Event description:
It was reported that during thyroid procedure, there was no response even when nerve stimulation was performed. Stimulus delivery tone was not heard but a waveform was displayed. The procedure was completed with backup products due to which the procedure was extended by 10 minutes. There was no health damage associated with patient.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: previously applied code of fdc d16 is no longer applicable. Correction in b5: event description detail was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroid procedure, there was no response even when nerve stimulation was performed. Waveform was displayed but there was no audio response. The procedure was completed with backup products due to which the procedure was extended by 10 minutes. There was no health damage associated with patient.

Manufacturer narrative:
H3: product analysis of the device found that visually, under magnification, there were small voids in the blue and red trace pads and ink traces (underneath the adhesive). Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 78 ohms (blue), 35 ohms (blue with white stripe), 75 ohms (red), and 28 ohms (red with white stripe) which all electrodes were in specification. Functionally, for further analysis, the device was connected to a nim system, and the trace pads were submerged in a saline solution to perform functional testing. The device passed the electrode check and had no excessive feedback during the noise test. For additional analysis, bend testing was performed by bending each electrode, near the clamp shell on the proximal end of the device, and the device continued to pass the electrode check and noise test. In the returned condition, there was no out of specification condition that was related to the complaint. Previously applied codes of fdm b21 and fdr c21 are no longer applicable. Previously applied code of fdc d14 has been corrected to d16. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.